Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5092219) on (B)(6) 2020. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('heavy periods') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful periods"), alopecia ("hair loss"), arthralgia ("pain in the joints"), inflammation ("inflammation"), rash ("rash on my palms (caused by nickle)"), anxiety ("anxiety"), depression ("depression"), joint stiffness ("stiff joints") and allergy to metals ("allergic to nickel"). The patient was treated with surgery (surgery to remove essure coils). Essure was removed on (B)(6) 2020. At the time of the report, the menorrhagia, dysmenorrhoea, alopecia, arthralgia, inflammation, rash, anxiety, depression, joint stiffness and allergy to metals outcome was unknown. The reporter considered allergy to metals, alopecia, anxiety, arthralgia, depression, dysmenorrhoea, inflammation, joint stiffness, menorrhagia and rash to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5092219) on 27-jan-2020. The most recent information was received on 17-feb-2020. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('heavy periods') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful periods"), alopecia ("hair loss"), arthralgia ("pain in the joints"), inflammation ("inflammation"), dermatitis allergic ("rash on my palms (caused by nickle)"), anxiety ("anxiety"), depression ("depression"), joint stiffness ("stiff joints") and allergy to metals ("allergic to nickel"). The patient was treated with surgery (surgery to remove essure coils). Essure was removed on (B)(6) 2020. At the time of the report, the menorrhagia, dysmenorrhoea, alopecia, arthralgia, inflammation, dermatitis allergic, anxiety, depression, joint stiffness and allergy to metals outcome was unknown. The reporter considered allergy to metals, alopecia, anxiety, arthralgia, depression, dermatitis allergic, dysmenorrhoea, inflammation, joint stiffness and menorrhagia to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-feb-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.